Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was a battery life issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/23/2016 with the following findings: a review of the black box and alarm history showed no evidence of replace battery alarms. The battery compartment was undamaged. The battery cap was not returned and the test battery cap was able to fit securely. The ez prime steps were performed successfully. A currents read within specifications. No replace battery alarms were emitted. The pump cover was removed to find no intermittent conditions to the printed circuit board or to the continuous glucose monitoring module. The complaint of a replace battery alarm could not be duplicated.